Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support suction alarms, and a kink in impella catheter was noted. An attempt to reposition the catheter was unsuccessful, the pump was removed and replaced. The replacement pump was started and functioned appropriately throughout duration of case with no further alarms.